Event description:
During a shoulder repair, metal shavings were left in the shoulder joint after drilling. The surgeon is using a shaver in these cases to remove as much of the debris as possible, but cannot guarantee that all is removed. They are reporting no patient harm.